Event description:
The user facility reported a 68-year-old female patient was implanted with an impella device for mechanical circulatory support. The complainant reported that an impella cp pump stopped unexpectedly during patient support. Attempts to restart the pump were unsuccessful and swapping to a new aic (automated impella controller) did not resolve the noted issue. The decision was subsequently made to replace the pump with a new impella cp device. Upon explant, a thrombus was noted in the cannula and outlet of the pump. There was no lasting patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation into the pump stop has been completed. The pump and data logs were returned for evaluation. Upon investigation of the pump, a large impeller purge gap was identified. A clot was observed in the enlarged purge gap. The data logs confirmed the high motor current pump stop as well as alarms with motor current spikes to 1511ma. The pump stop occurred beyond the eight day design life. The root cause of the pump stop was determined to be bearing wear as seen by an enlarged impeller purge gap.